Manufacturer narrative:
The reported blood loss has been attributed to treatment terminated without rinseback. The cartridge was inspected and was found to have a cracked luer venous luer connector. The cause of the cracked luer is not known. This component is a standard rotating luer connector that is widely used throughout dialysis. The device history record for the cartridge indicates that there were no quality control issues. The user's guide states that the cycler may not sense slow fluid or blood leaks and to periodically check all patient connections. The user's guide also states to perform rinseback in the event of a cartridge leak. Nxstage reviewed the event with the facility. Nxstage continues to investigate this matter, and a follow up report will be sent if new information is discovered.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. At the start of a routine hemodialysis treatment, it was reported that the luer connection of the cartridge tubing was noted to have a leak. Treatment was terminated without rinseback, which resulted in approximately up to 100cc blood loss. No medical intervention was required.